Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 9 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which was manufactured and distributed in the market (B)(4) units. There are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. Color in the closed samples received is the current for this thread and size, there can be little differences in color between (B)(4) material batches but thread properties are not affected by this variation. Dyestuff content of the thread (B)(4) material used to manufactured this product fulfills OEM specifications. Tested the linear pull tensile strength of the closed samples received and the results fulfill the requirements of the us pharmacopoeia (usp). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Linear pull tensile strength results conducted on samples before releasing the product into the market were 0.089 kgf in average and 0.068 kgf in minimum (usp requirements: 0.025 kgf in average). Knot security test cannot be conducted because the length of the sutures is too short (8 cm). The test is performed in sutures with at least 30 cm of length in order to conduct a proper analysis. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaints: (B)(6). It is reported that the color wire is non compliant, the thread thinner and less quality. The knot could not hold. The problem has been experienced on several wires from the box.